Event description:
Customer reportedly received the following results on the active system within 10 mins: 121 mg/dl, 123 mg/dl, and 396 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.